Manufacturer narrative:
The analyzer serial numbers are (B)(6). The field service engineer (fse) vacuumed dust particles, cleaned the filters, and wiper dust particles from the exhaust ducts from all three analyzers. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t gen 5 results for 4 patient samples on two cobas e 801 analytical units. The customer was prompted to repeat the samples as the initial results did not match the patients' clinical history. On (B)(6) 2026, sample 1 had an initial result of 52 ng/l on analyzer (B)(6). The repeat result was 31 ng/l. On (B)(6) 2026, sample 2 had an initial result of 19.2 ng/l on analyzer (B)(6) the repeat result was 8.99 ng/l. The sample was also repeated twice on analyzer (B)(6) and the results were 6.67 ng/l and <6.0 ng/l. On (b(6) 2026, sample 3 had an initial result of 18.6 ng/l on analyzer (B)(6) the repeat result from analyzer (B)(6) was 11.4 ng/l. On (B)(6) 2026, sample 4 had an initial result of 12.4 ng/l on analyzer (B)(6) the repeat result was 6.12 ng/l. The sample was repeated on analyzer (B)(6) and the result was <6.0 ng/l. The sample was also repeated on analyzer (B)(6) and the result was <6.0 ng/l. No questionable results were reported outside of the laboratory.